Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved on the posterior and radius, total delamination on the plug strap disk shell and crease fold. Leak test and microscopic analysis was performed which identified: two openings sharp on the posterior and radius and total delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: total delamination on the plug strap disk shell (adhesive failure). Two sharp openings due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.